Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: st. Jude medical brk-1 xs transseptal needle, lot number unknown. St. Jude medical sl1 8.5fr sheath, lot number unknown. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a soundstar eco catheter and suffered a cardiac tamponade requiring pericardiocentesis. After 2 transseptal punctures, the patient became hypotensive. Tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 250cc. Patient was reported to be in stable condition at the time of complaint report. Patient did not require extended hospitalization as a result of this adverse event. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. It was noted that the physician usually performs one transseptal puncture, but in this case he performed two. Physician's opinion regarding the cause of the adverse event is that the injury occurred with the second transseptal puncture and was not caused by any bwi product. Generator parameters were not reported, as no ablation had been performed. Patient received anticoagulant during the procedure with activated clotting times maintained in an unknown range. It was confirmed that the smarttouch catheter did not enter the patient's body. It was noted that the adverse event was not caused by any bwi product.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a soundstar eco catheter and suffered a cardiac tamponade requiring pericardiocentesis. Upon receipt, the returned catheter was visually inspected, and was found in good condition. The carto, coil, deflection and transducer tests were performed, and the catheter passed all specifications. No errors were found, and the product worked properly. A device history record (DHR) review verified that the device was manufactured in accordance with documented specification and procedures. The customer complaint could not be confirmed.